Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, occlusion of device or native vessel.

Event description:
The following was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. An aortic extender endoprosthesis was deployed in the proximal side. Angiography revealed that the blood flow to the right renal artery was obstructed. In order to secure blood flow to the right kidney, a metal stent was deployed at the origin of the right renal artery. The blood flow to the right renal artery was restored. The patient tolerated the procedure. The physician stated following: in preoperative CT image, it was that confirmed the lower renal artery as left. However, the right renal artery was actually lower. Therefore, the right renal artery was covered with a stent graft that was deployed just below the left renal artery.